Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to implant due to the lv lead was adhered to the support wire. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported events of unable to implant, ¿lead adhered to the support wire¿ and ¿lead is unusable and damaged" with lead damage was confirmed. A complete lead was returned in one piece. Visual inspection found lead body insulation damage located distal to ring electrode 3. The cause is consistent with procedural damage. Electrical testing found no conductor fractures or internal shorts. The s-curve hump height was within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead was unable to implant due to the lv lead was adhered to the support wire. The lv lead was damaged. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
B5 and h6 sections were updated.